Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the hex head on the adjustment screw of the returned clamp is intact and fully functional. There are tool marks around the head of the screw, but they do not interfere with the movement of the screw. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the hex screw part was worn. No patient was present at the time of the event.